Event description:
When the patient went into ventricular fibrillation, the zoll x-series monitor/defibrillator that was connected to onestep CPR multi-function electrode for anterior/posterior placement pads did not administer the indicated shock.